Event description:
A surgeon reported bubbles in a patient's eye during surgery. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the only complaint reported for this issue. This is 1 of 2 complaints of this nature reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. It is not known what caused the reported bubbles in the eye during surgery. The root cause of the customer's complaint is not known; a sample was not returned for this event. (B)(4).